Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after wearing a tampon for four to five hours, upon removal the tampon fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces and did not seek medical assistance.